Manufacturer narrative:
Technician found that the right intermediate side rail was not latching properly. Opened the siderail and cleaned the locking mechanism to resolve this issue.

Event description:
Complaint alleged that the bed was broken. Right intermediate siderail was not latching properly.